Event description:
Baxter denmark reports a pt with a hole in the transfer set tubing, near the pt adapter. This hole resulted in a leak. The transfer set was three months old. The pt was treated with the following prophylactic antibiotics: 2 gr fortum and 1 gr vancomycin. No pt injury reported.